Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Revert f13 section to blank.

Manufacturer narrative:
Balloon separated during removal and patient was transferred to the operating room to retrieve retained balloon. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). 3. Off-label use. Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4. Resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Event description:
The patient was transferred from an outside hospital on intra-aortic balloon pump (iabp) support. Upon assessment, blood was observed in the helium tubing, raising concern for a possible balloon rupture. Interventional cardiology was notified and arrived at the bedside to evaluate the situation. An attempt was made to remove the balloon catheter and sheath at the bedside; however, during the removal process, the balloon separated. As a result of the retained balloon component, the patient was transferred to the operating room for surgical retrieval. The device had been used for circulatory support in a patient diagnosed with severe coronary artery disease undergoing high-risk percutaneous coronary intervention (pci).